Event description:
Stent struts lifted unable to deliver stent. No patient harm occurred a new onyx frontier was used to finish the case. Manufacturer response for drug-eluting stent, onyx frontier 2.25mm x22m (per site reporter).